Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126154. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead migrated. As a result, the patient experienced numbness and lost effective therapy. Surgical intervention is planned to address the issue.

Event description:
Additional information was received that surgical intervention was undertaken wherein the patient's lead was repositioned on (B)(6) 2023. Effective therapy was established postoperatively.